Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. The patient reported that their ins has died and now cannot get it to charge or turn on. The patient stated that she stopped using it because the placement was annoying where it was placed on their belt line. The patient also stated that the ins initially helped but has since starting causing her heart to race when she had the stim on and now she would rather walk around with her back hurting. The patient has stopped using the device entirely and it has not been on for over a year. They need to charge the device so that they can put it into MRI mode. The patient was able to get in contact with a manufacturing representative (rep) and stated that they would be go through the special recharging session when they meet. No further patient complications have been reported as a result of this event.